Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to a sore infection approximately one month post implant. The system was replaced with a right hand side implant. No further patient complications have been reported as a result of this event.